Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a car accident and a hospitalization on (B)(6) 2016 due to low blood glucose levels. The customer's reading ranged from 11 to 718 mg/dl. The customer stated that she had not checked her reading or bolused all day prior to the accident. The customer was wearing the device at the time of visit. The customer was released from the hospital on (B)(6) 2016. The customer was advised to monitor the problem and call back if problems persisted. Nothing was replaced or returned for analysis.